Event description:
It was reported to boston scientific that a perforation was observed during a case. The pt had a laparoscopic tubal ligation (laptubal) performed prior to hydrothermal ablation ( hta) procedure. During the hysteroscopy phase, physician noted a massive polyp in the cavity. The physician attempted to remove the polyp using curettes and forsnips, but was unable to remove the whole polyp. The physician continued the procedure with the hydrothermablator procedure set, hoping that the ablation would shrink the polyp. Approx 1 min into the warming phase ( fluid was still cool) there was a fluid loss alarm of 10 cc loss at 12cc per min. The pt was cooled because nurse hit stop twice. The procedure was started over from cool. There was another fluid loss alarm at 10cc loss at 18 cc per min again 1 min into warming. Physician paused hta to go in with laparoscopy to check for a perforation. It appeared that the uterus was perforated. Hta was aborted at this time. Physician stated that the polyp removal probably caused a perforation. Post procedure, another physician was called in to suture the perforated area.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed. A ship history was conducted which resulted in two probable batches. DHR review did not provide any evidence of a mfg related cause for the reported incident. The dfu states that perforations are a potential adverse event associated with hta; however, the event description states that the perforation was most probably caused by the polyp removal. The hta operated as designed and identified the perforation through the continual fluid loss alarms.